Event description:
Information was received from a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the patient had their pump fail twice. No further information was given. No further complications were anticipated/reported.